Event description:
The field service engineer reported that the left monitor (live image) was not working. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.